Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/12/2025. It was reported that an unspecified malfunction occurred. Data was further reviewed. The patient began to receive high alerts at 11:19-11:59 pm at 75% volume. The high alerts continued the next day on (B)(6) 2025 from 12:04-1:19 am still at 75 % volume. The high alerts were acknowledged at 1:19 am. The egvs remained high from 1:19 to 5:04 am until going into signal loss. The probable cause could not be determined post investigation. Data investigation could not confirm an alert issue on 9/3/2025. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the thigh which is an off-label insertion site. On (B)(6) 2025, the patient¿s cgm device was displaying an unknown high glucose reading. The patient reported symptoms including vomiting, abdominal pain, and signs consistent with diabetic ketoacidosis (dka). She self-administered insulin and was transported to the hospital by her boyfriend. Upon arrival, a fingerstick blood glucose measurement was recorded at 600 mg/dl. The patient was unable to confirm the cgm reading at that time. Laboratory testing at the hospital confirmed dka. The patient received intravenous insulin therapy and was hospitalized for four days. No additional medical evaluations or interventions were documented. At the time of this report, the patient is stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.